Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3008829311-2018-00157. It was reported that the patient did not experience adequate therapy from their drg system. Imaging revealed one of the leads moved. As a result, surgical intervention may be scheduled at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report#3008829311-2018-00157. Additional information identified that surgical intervention was undertaken on (B)(6) 2018 wherein the l1 lead was removed and replaced. Reportedly, therapy restored post operatively.